Event description:
Reporter alleged the advantage system generated a result of 0 mg/dl which is outside the reading range of 10-600 mg/dl and when glucose is below 10 mg/dl is displayed as lo. Reporter stated not being able to locate the reading in the system memory. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.